Event description:
It was reported that the device and cartridge were used during an unknown procedure. It was reported that the device and the cartridge would not fire. Unknown how the case was completed. There was no consequence to pt.